Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. After the clip was fired, the device became stuck and could not be removed from the arteriotomy. The physician applied counter pressure and forcefully removed the device. Hemostasis was achieved by manual compression. There were no adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. The investigation is not yet completed.